Manufacturer narrative:
Sample collection and storage information were not supplied. Cl qc on the day of event showed erratic recovery. Bci field service engineer found a leak in the electrolyte injection cup (eic) valve and replaced it. Fse also performed the eic modification and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) to report false high cl results, generated by the unicel dxc 800 pro synchron chemistry analyzer. The samples were tested on an alternate instrument, which generated lower results. These results were reported out of the lab. The false high cl results were not reported out of the lab and there was no effect on patient.